Event description:
A health care professional reported that after an intraocular lens (iol) implant procedure, the lens power had changed, and vision was not as good as expected. Additional information has been received stating the lens was explanted after 5 years of the initial implantation with a non company lens.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).